Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Hold for rh 1.23 the customer reported a false positive architect toxo igg result for a 27-year-old female patient. The following data was provided (toxo igg reference range: < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, >/= 3.0 iu/ml is reactive): sid (B)(6): on (B)(6) 2023: toxo igg result: 21 iu/ml (reactive); previous result: negative the physician questioned the positive result. On (B)(6) 2023: repeat toxo igg test on primary tube and the patient¿s sample from the serum bank: 0.05 iu/ml (nonreactive) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect toxo igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The complaint activity for lot 46117be00 indicates the reagent lot is performing as expected for this product. A review of tracking and trending data did not identify any related trends for the product for the issue. The device history records were reviewed and did not identify any non-conformances or deviations associated with reagent lot number 46117be00 and complaint issue. The overall performance of architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. Median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect toxo igg reagent lot 46117be00.